Manufacturer narrative:
Session records were provided for review by technical services. Analysis of the session records indicated that the noise resulting in oversensing event was sensed by the device.

Event description:
Related manufacturer report number 2017865-2023-22546. It was reported that noise resulting in oversensing was noted on the right ventricular (rv) lead. Additionally, dislodgement of the right atrial (ra) lead was also observed. The physician suspected the ventricular noise and the atrial lead dislodgment were due to twiddler's syndrome. The rv lead and the ra lead were capped and replaced during an unrelated procedure. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Session records were provided for review by technical services. Analysis of the session records indicated that the noise resulting in oversensing event was sensed by the device.